Event description:
Event date 20 aug 24 / implant date (B)(6) 2024. Event reported as blood leakage. The clinician performed an emergency arch replacement on a patient with acute type b dissection. The patient's chest was opened and vessel diameters were measured with a sizer, the thoraflex hybrid device was then implanted. The procedure was performed in the order of distal anastomosis, reconstruction of branches and proximal anastomosis. However, there was a visible amount of blood leakage from the distal anastomosis. An introducer sheath (dryseal, gore) was inserted through the perfusion side branch and a thoracic stent graft (tag 28 mm x 150 mm, gore) was placed antegradely inside the distal anastomosis. Hemostasis was then confirmed and the chest was closed. Operation type: tar & fet - understood to be transversus abdominis release (tar) & frozen elephant trunk (fet) blood loss: the amount of blood loss due to this blood leakage was unknown (total amount during the procedure was 7,200 ml.

Manufacturer narrative:
Clinical code: 1888 - hemorrhage/bleeding : event was reported as blood leakage on event intake form. The amount of blood loss due to this blood leakage was unknown (total amount during the procedure was 7,200 ml. Impact code: 4642 - additional device required: there was a visible amount of blood leakage from the distal anastomosis. An introducer sheath (dryseal, gore) was inserted through the perfusion side branch and a thoracic stent graft (tag 28 mm x 150 mm, gore) was placed antegradely inside the distal anastomosis. Hemostasis was then confirmed and the chest was closed. Medical device problem code: 3190 - insufficient information : a/w information from site. Component code: 4755 - part/component/sub-assembly term not applicable: type of investigation: 4110 - trend analysis: 4-year review was performed for leakage > blood oozing events, this gave an occurrence of (B)(4). No trend requiring action at this time. 4111 - communication/interview: a/w information from site 3331 - analysis of production records: comprehensive batch review was performed, no issues were identified from raw material to finished product. No causal link between the device and event was identified. 4117 - device not accessible for testing: device remains implanted. Investigation findings: 3233 - results pending completion of investigation: investigation conclusion: 11 - conclusion not yet available:

Manufacturer narrative:
Clinical code: 1888 - hemorrhage/bleeding : event was reported as blood leakage on event intake form. The amount of blood loss due to this blood leakage was unknown (total amount during the procedure was 7,200 ml. Impact code: 4642 - additional device required: there was a visible amount of blood leakage from the distal anastomosis. An introducer sheath (dryseal, gore) was inserted through the perfusion side branch and a thoracic stent graft (tag 28 mm x 150 mm, gore) was placed antegradely inside the distal anastomosis. Hemostasis was then confirmed and the chest was closed. 4632 - prolonged surgery: the site confirmed that the procedure was extended medical device problem code: 2993 - adverse event without identified device or use problem: the site could not confirm if there was any issues with gelatin coating or damage to the device before or during procedure. Component code: 4755 - part/component/sub-assembly term not applicable: type of investigation: 4110 - trend analysis: 4-year review was performed for leakage > blood oozing events, this gave an occurrence of 0.098%. No trend requiring action at this time. 4111 - communication/interview: the site confirmed that no scans are available for review. The patient's blood loss throughout the procedure was 7200ml. The procedure was extended. The clinician believes that the event occurred due to incomplete distal sealing at the time of the surgery. The site also confirmed on the (B)(4) 2024 that no further information is available for this event. 3331 - analysis of production records: a comprehensive batch review was performed to review the manufacturing process from raw materials to finished product. No issues were identified. No causal link between event and device was identified. 4117 - device not accessible for testing: device remains implanted. Investigation findings: 3221 - no findings available: due to the lack of information, scans or device not being available for review. The root cause for this event was determined to be no root cause identified. Investigation conclusion: 4315 - cause not established: due to the lack of information, scans or device not being available for review. The root cause for this event was determined to be no root cause identified.

Event description:
Event date 20 aug 2024 / implant date (B)(6)2024. Event reported as blood leakage. The clinician performed an emergency arch replacement on a patient with acute type b dissection. The patient's chest was opened and vessel diameters were measured with a sizer, the thoraflex hybrid device was then implanted. The procedure was performed in the order of distal anastomosis, reconstruction of branches and proximal anastomosis. However, there was a visible amount of blood leakage from the distal anastomosis. An introducer sheath (dryseal, gore) was inserted through the perfusion side branch and a thoracic stent graft (tag 28 mm x 150 mm, gore) was placed antegradely inside the distal anastomosis. Hemostasis was then confirmed and the chest was closed. Operation type: tar & fet - understood to be transversus abdominis release (tar) & frozen elephant trunk (fet) blood loss: the amount of blood loss due to this blood leakage was unknown (total amount during the procedure was 7,200 ml this report is being submitted as a follow up 1 for manufacturing report # 9612515-2024-00065 to provide event closure information for (B)(4).